Manufacturer narrative:
Based on the information provided, there is no allegation of malfunction, and this record does not meet the definition of a complaint. If new information is received and suggests the record is a complaint, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
It was reported to philips that the device's screen went blank then shut down. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.